Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation service repair noted the camera head has a damaged cable in a specific place (it is marked by tape). When moving with cable in a specific place, the image disappears. The cable unit will be replaced. No other faults were found. Evaluation findings found the customer reported issue was confirmed. The issue was found to be attributed to damaged cable. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during preparation for use the image disappears temporarily, the device was not use during procedure. Issue occurred outside procedure and no procedure was affected by this event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d4, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to partial cable damage causing communication failure. The specific root cause of the damaged cable could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.